Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 4 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use with a bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes foreign matter was discovered in tube. The following information was provided by the initial reporter, translated from japanese to english: before blood collection, the hcp found an fm in the tube.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes foreign matter was discovered in tube. The following information was provided by the initial reporter, translated from (B)(6) to english: before blood collection, the hcp found an fm in the tube.